Event description:
Rotoblater burr/advancer came apart proximal to the connection point. This happened twice with 2 different sets of equipment. While attempting to advance the third set of equipment, the burr would not advance at the point of the arch. Rotofloppy wire was changed out and procedure then went without incident.